Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. The customer¿s blood glucose level was 122 mg/dl. The customer stated that they have issues with pump and tried 2 different batteries and they aren't lasting and my pump is turning off. Troubleshooting was performed for power loss alarm and customer had sensor alarms, power loss alarm and insert battery alarm. The insulin pump will not be returned for analysis.